Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach using a 6fr non-bsc sheath. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery (eia). After a non -bsc guide wire was crossed the lesion, a 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre-dilatation and was attempted to inflate at 10 atmospheres. However, residual stenosis was still noted thus inflation pressure was increased 14 atmospheres for 20 seconds and the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).